Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient was hospitalized after receiving continuous inappropriate shocks. Physician used the magnet to abort the therapies. High capture threshold was noted. Fluoroscopy revealed lead dislodgement. Lead re-positioning was unsuccessful so the lead was explanted and replaced. Patient's condition was good during and after the event.